Event description:
During a clinic follow-up, the device was found in back up mode due to event que overflow. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.